Event description:
Sorin group received a report that the s5 roller pump stopped twice during an ECMO procedure. There was no report of patient injury.

Manufacturer narrative:
The patient identifier, actual age and weight were not provided. Sorin group (B)(4)manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
The sorin service representative could not reproduce the reported issue. The s5 system was inspected and it was found that pressure 1 and 2 were set as the only external controls for the pump. The pressures were tested and all tested properly. Connections were verified, the shp was inspected internally and a test and safety inspection was performed finding no issues. The serial readout showed the pump functioned according to the intended use. A preventative maintenance was performed on the unit at a later date and no issues were found. The unit has been returned to service. No further problems have been reported. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.